Event description:
A hospital in (B)(6) reported via a fph product specialist that there was an open circuit on the inspiratory limb of an rt202 adult breathing circuit, which caused alarms on the humidifier. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fph product specialist that there was an open circuit on the inspiratory limb of an rt202 adult breathing circuit, which caused alarms on the humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt202 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a multimeter. Results: visual inspection revealed that no damage was observed on the complaint breathing circuit. Electrical resistance testing showed that the inspiratory limb heater wire resistance was open circuit. A lot check revealed no other complaint of this type for lot number 110211. Conclusion: the inspiratory heater wire was open circuit due to a break in connection between the heater wire and the heater wire pin. The cause of the break in the connection is the heater wire having insufficient connection with the heater wire pin during production, such that is unable to provide continuity for the full period of use for the product. All rt202 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).

Manufacturer narrative:
(B)(4). We are currently awaiting the return of the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.